Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 551 mg/dl. Customer stated they receive alerts while sleeping sensor updating and change sensor. Customer also had some issues with the infusion insertion. The device will not be returned for analysis.